Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead r wave amplitude variation. The right ventricle lead was explanted and replaced. During the explant procedure the helix of the lead exhibited difficult to retract and extend and a kink half way down and clear break in the outer insulation was noted.

Manufacturer narrative:
The reported events of a helix mechanism issue and insulation damage were confirmed while r-wave amp variation was not confirmed on the right ventricle lead. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found over-torqued of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual inspection of the lead found procedure damages on the insulation at the middle region. The cause of the reported events of a helix mechanism issue and insulation damage were isolated to over-torqued of the inner coil in the connector region with the helix being clogged blood/tissue and the insulation damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information notes that the patient was stable before, during, and after surgery.